Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device ruptured during filling. The device was being filled with 5-fluorouracil at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
Reporter alleged that he felt sick as if he would pass out and that he was getting sicker and sicker after taking his normal 10 mg of glipizide. Reporter stated that 30 minutes to an hour and a half later, he obtained a result of 280 mg/dl on his advantage system and then called for an ambulance. Reporter stated that a result of 6 mg/dl was obtained on their professional system 30 minutes later. Reporter stated that they treated him with an IV, took him to the hospital and that he was given a pill and food there. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.